Event description:
The customer reported the system would not produce fluoroscopic x-rays. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was reloaded and a filament calibration was performed. The system was then found to be operating as intended.